Event description:
Subsequent to the initial MDR, additional information was received on 01/23/2026. It was reported that an alert/notification settings issue occurred. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 10:45 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 8.5 days and ended due to unknown reasons on 01/14/2026. There was 3 bg calibrations performed during the time period of interest (01/05/2026 - 01/06/2026). On the date of the reported event the egvs went below the low threshold several times and each time an alert was triggered. It was noted that the low and urgent low soon alerts were set to vibrate. All alerts were found to have performed as intended. The customer¿s experience of a missed low glucose alert was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, it was reported that the patient experienced a hypoglycemic seizure. According to the reporter, the patient¿s dexcom mobile application did not issue a low glucose threshold alert to notify the patient of the hypoglycemic state. At the time of the event, the patient was wearing a tandem mobi insulin pump. The reporter, identified as the patient¿s parent, declined to provide dexcom with additional event details, including information related to medications or treatment administered. No further patient or event specific information was available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.